Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the bolus and total daily dose histories did not match, and that the history showed some days where boluses were 0units, and also noted that basal deliveries were inconsistent. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows and average of power interruption for 11 hours. The total daily dose history appears to be below the programmed target rate, total daily doses add up correctly and reveal the user's programmed basal rates target otherwise. The unit was exercised for 24 hours, no alarms occurred during testing. The pump was opened and no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit. The battery compartment and the cap are intact, and they are able to maintain electrical connection. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.